Event description:
It was reported that on (B)(6) 2008 CT scan of the lumbar spine indicated ¿diffuse disc degeneration from l1 to s1. Degenerative canal stenosis at l4-5. Probable central as well as left paracentral disc herniation at l3-4 with compression of the exiting nerve root.¿ on (B)(6) 2008 the patient presented with severe leg pain and back discomfort. Patient was diagnosed with a mass at l4-5 on the right side. Per the physician¿s notes, it was presumed to be a synovial cyst. The patient underwent an l4-5 hemilaminectomy and excision of lesion. There were no noted complications. On (B)(6) 2008 patient presented to the ER with back and left leg pain. MRI indicated ¿prominent osseous edema and enhancement, particularly involving the right l5 pedicle, worrisome for vertebral osteomyelitis. Bony edema and enhancement are also present at the posterior body of l4 and the left and right l4 pedicles.¿ on 12/11/2008 the patient presented with a left synovial cyst l4-5 and listhesis l4-5. Patient underwent l4-5 tlif, excision of the left cyst and decompression of the right-sided previous cyst removal. Cage, posterior instrumentation, and rhbmp-2/acs were used. No noted complications. On (B)(6) 2012 the patient presented with foraminal compression secondary to bony overgrowth left l4-5, with decompression and removal and replacement of implants/rod/screws on the left. No noted complications. On (B)(6) 2012 x-rays of the lumbar spine indicated ¿there is overall stable appearance to the changes of l4-l5 posterior vertebral body fusion with pedicle screws, as well as l4-l5 intervertebral disc space fusion... Multilevel degenerative disc space narrowing persist throughout the spine. Prominence limbus deformity redemonstrated at l1. No compression fracture. No spondylolisthesis.¿ on (B)(6) 2012 continued back pain w/radiation to left leg with numbness and tingling. (B)(6) 2012 patient diagnosed with neuritis or radiculitis thoracic or lumbosacral spine. On (B)(6) 2012 patient presented with continued back pain w/radiation to left leg. On (B)(6) 2013 patient presented with continued pain in back and left leg with radiation; on lortab, baclofen, neurontin; in physical therapy 2 times a week.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.